Event description:
It was reported that there was t-wave oversensing, and a loss of capture. It was also reported that the patient received 4 inappropriate shocks. Follow-up received from the representative revealed the right ventricular (rv) lead had pulled back to the atrium leading to sensing atrial fibrillation (af). The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dvbb1d4 defibrillator (B)(6) 2013. (B)(4).